Event description:
It was reported that after injection of healon5 pro ovd (ophthalmic viscoelastic device), there was small particle of plastic observed in the patient's left eye during implantation or application. There was no incision enlargement, vitrectomy, nor sutures required. No delay in procedure. Patient has fully recovered. No further information is available.

Manufacturer narrative:
Pt. Info.: unknown, information not provided. If implanted, give date: n/a. The ovd (ophthalmic viscoelastic device) healon 5 pro is not an implantable device. If explanted, give date: n/a. The ovd (ophthalmic viscoelastic device) healon 5 pro is not an implantable device; therefore, not explanted. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.